Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Additionally, it was reported that the wake button was delayed in responding to touch. Reportedly, the customer applied more force to the button to resolve the issue. Customer¿s blood glucose level was 105 mg/dl.